Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the suction irrigator tip detached on one side and the surgeon lost control of the tip; the hanging piece dropped down in the patient while trying to take the instrument out through the trocar. The dropped piece was retrieved with the laparoscopic instrument. The procedure was completed as planned with no reported injury using the laparoscopic suction. The instrument is not available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the suction irrigator instrument was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.